Event description:
It was reported by the plaintiff's attorney, that "on or about (B)(6) 2006" the plaintiff's physician implanted an "ams pelvic mesh products, that being a subfascial hammock sling, to treat pelvic organ prolapsed and/or urinary incontinence." The plaintiff's attorney alleges, the plaintiff "began experiencing bowel problems, mesh exposure, mesh extrusion or protrusion, infections, pain, pain with sexual intercourse known as dyspareunia and urinary problems some time after implant." The plaintiff's attorney also alleges that the plaintiff "returned to her physician several times due to complications and problems attributed to ams's pelvic mesh products" and as a result, "plaintiff suffered, and continues to suffer, serious bodily injury and harm." The plaintiff's attorney also alleges that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.